Event description:
The customer reported the system would not boot up or power up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu battery was replaced and the cmos settings were reloaded. The system was tested and found to be working as intended and put back into service.